Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported they were hospitalized on (B)(6) 2015 due to high blood glucose. Customer's blood glucose at the time of the event was 347 mg/dl; current blood glucose is 228 mg/dl. It was stated that the customer received multiple no delivery alarms on (B)(6) 2015. Customer was advised the insulin pump should be replaced and returned for analysis.